Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is deflation.

Event description:
Regulatory agency provided a physician report of deflation of the device. It was reported "expander was emptied during the 2nd injection made for the expansion of the prosthesis." It has been explanted. This record relates to the unknown side.